Event description:
It was reported that the transmitter's power cord was broken. The cable was burned, with internal wires visible and appearing spliced. The transmitter was replaced, and no patient consequences were reported.